Manufacturer narrative:
Investigation is not complete. Device event code is addressed in the package insert. Additional information has been requested. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00279, 00280 and 00281.

Event description:
Allegedly, both the acetabular component and the stem were loose.